Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 at 23:00 to 23:30, a patient died; no alarm was triggered.

Manufacturer narrative:
Philips cannot rule out a malfunction of the device. A philips complaint investigator attempted to obtain further information on this case, however, no further information was provided; no customer feedback has been received, since the customer initially spoke to a philips response center engineer. No parts have been ordered and no repair was found to be initiated. We will consider that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation.